Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the mat indicated a detection, however the count was correct. The staff performed a wand scan and it was clear. They closed the patient and completed the procedure. There was no patient injury.